Event description:
The customer complained that the device is displaying the wrench, attention and charge-pak indicators and does not turn on. There was no pt use associated with the reported event.

Manufacturer narrative:
Medtronic continues to investigate the reported event.